Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 198.1 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that when she interrogated the pump, she saw an alert showing a loss of therapy for 457 hours and 15 minutes which corresponded with the date the patient had an MRI. The pump logs showed a motor stall on (B)(6) 2021 the date the patient had the MRI along with a tube set message 48 hours later. Per the hcp, the patient did not go through withdrawal. Telemetry state, with regards to pumps, was reviewed with the hcp as well as checking the reservoir volume for accuracy and checking the logs again until the motor stall recovery message logged.